Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 108 and 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 131 and 144mg/dl. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set): 1:54mg/dl (B)(6) 2016 03:13 am fasting: yes; 2:57mg/dl (B)(6) 2016 03:12 am fasting: yes; 3:55mg/dl (B)(6) 2016 03:11 am fasting: yes; 4:121mg/dl (B)(6) 2016 07:29 am fasting: yes; 5:108mg/dl (B)(6) 2016 10:05 am fasting: yes.